Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site location. Infusion set was used for two days. The insertion site was the abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009359, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009359 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine multivac 12 on 25/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j04000 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 22/sep/2024, with a total of (B)(4) units. The lot 4j04002 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 25/sep/2024, with a total of (B)(4) units. The lot 4j04141 was manufactured according to the wi version 42 and manufactured in the machine mp04 on 22/sep/2024, with a total of (B)(4) units. The lot 4j02656 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 13/sep/2024, with a total of (B)(4) units. The lot 4j02992 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 19/sep/2024, with a total of (B)(4) units. The lot 4j05017 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 27/sep/2024, with a total of (B)(4) units. The lot 4h00554 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 19/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.